Event description:
An admiral xtreme pta balloon catheter was used to treat a lesion in the right distal sfa and popliteal 1 segment. Approximately 2 weeks later the patient suffered from occlusion/ thrombus of the treated lesion. Event was treated with a pta balloon catheter and thrombolysis 2 days later. Event is resolved. The event was not related to the study device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
The cec has adjudicated the previously reported occlusion/thrombus of the r.sfa as related to the study device and procedure, not related to the study drug.

Manufacturer narrative:
The patient was treated with thrombolysis only 4 days post occlusion/thrombus event, not treatment with a pta balloon as previously reported.

Manufacturer narrative:
Evaluation results: known inherent risk of procedure - occlusion and thrombus. (B)(4).